Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas pta balloon catheter. Prior to the procedure, the packages were damaged. It was further reported that the inner protective tubing is visibly crushed. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two sealed atlas pta dilatation catheters returned for evaluation. Upon visual inspection, both the returned device was still sealed, and no breach of sterility was present. No tear, rip or hole was noted in device packaging. The pta device was returned within its inner packaging, and the outer box packaging was not returned. Multiple kinks were noted on the plastic balloon protector. No functional testing was performed. Four photos were provided and reviewed. The first photo shows the outer packaging of two atlas devices. Kinks were noted on the outer packaging of both the devices. The labeling details in the outer packaging match with the information available in trackwise. The second photo shows the outer packaging of two atlas devices. Multiple kinks were noted on the outer packaging of both the devices. The third and fourth photo shows the inner protective tube. Kinks were noted on the inner protective tubing. No other anomalies were noted. Therefore, the investigation is confirmed for the reported packaging problem as kinks were noted on the outer packaging of both the devices. A definitive root cause for the packaging problem could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 07 may 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas pta balloon catheter. Prior to the procedure, the packages were damaged, and product has been compromised. It was further reported that the inner protective tubing is visibly crushed. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. D2b (dqy;lit). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.